Event description:
The pt called lfs alleging that their one touch ultra meter had missing segments. Pt described the display as faded and glucose readings area had missing segments. In march 2004 at 7 pm pt obtained a 504 mg/dl while having blurry vision, feeling thirsty, and having a headache. Approximately 6 1/2 hours later the hospital meter read 428 mg/dl. No treatment was administered. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. Pt obtained a high reading, had high blood glucose symptoms, and tested high on the hcp meter. Based on the information provided, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter was replaced due to missing segments.